Manufacturer narrative:
Although it was reported by the facility being noted by the surgical team the patient had received a superficial burn approximately one inch in diameter, that appeared to most likely arise from the light source cord resting on the patient's abdomen, our IFU warns against resting of the light cable on the patient or drape. The facility has responded stating they used the wrong size of light cable with the size of the telescope. The customer does not know the manufacturing code, and will not return the cable for further evaluation.

Event description:
Per medwatch report 2200710000-2020-8042, at the end of a laparoscopic cholecystectomy when the or lights were turned on, it was noted by the surgical team the patient had received a superficial burn approximately one inch in diameter that appeared to most likely arise from the light source cord resting on the patient's abdomen. The light source cord at the telescope connection site intra op felt very hot to touch at the end of the procedure. The patients skin inured site/area was cleaned, bacitracin ointment applied, followed by adaptic, and dry sterile dressing.